Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The increased intraperitoneal volume (iipv) was confirmed in the logs but not duplicated during evaluation. The root cause was insufficient drain - use error, initial drain alarm setting inappropriately programmed. The device was in specification relative to iipv found in the logs. There were no problems found during an internal inspection of the device. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the additional iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log on (B)(6) 2011 at 14:52 with a drain volume of 422 ml during cycle 1. Largest prescribed fill volume: 280 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.